Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the t2 implant fell off while implantation. Surgery was completed with a back-up device instead, however, it is unknown if there was any delay. No further complications were reported.

Event description:
It was reported that, during a meniscus repair surgery, the t2 implant fell off the inserter while implantation. Both t implants were removed from the patient with tweezers. Surgery was completed without delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H2: updated section h6 (impact code and medical device problem code). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was returned in the original box. One t and the suture tail was returned. The other t and the chinese knot/loop has been cut away and not returned. The depth straw has been trimmed. The actuator is deployed to the dimple. There is bio debris in the channel. A functional evaluation was performed on the returned device and found the actuator moved as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended actuation of the device. No containment or corrective actions are recommended at this time.